Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The dr. Performed a hip revision as the patient's liner broke, only the liner was changed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, it was reported that the dr. Performed a hip revision as the patient's liner broke, so he only changed the liner. The product was not returned to depuy synthes; however, photos were provided for review. See attachment (source file - liner roto). The photos revealed that the liner¿rim was fractured in multiple pieces, where the anti-rotation device (ard) tabs are located . The x-ray investigation showed a not centrical position on the femoral head regarding the inner surface of the cup. Therefore, a disassociation event between the poly liner and acetabular cup was able to be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [m0506j] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx48od would contribute to the complained device issue. Based on the investigation findings, a definitive conclusive potential cause could not be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [122132148,m0506j] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the dr. Performed a hip revision as the patient's liner broke, so he only changed the liner. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the rim of the altrx +4 10d 32idx48od has four out of six anti-rotation device (ard) tabs sheared off. Additionally, the liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). Furthermore the rim was fractured in multiple pieces. The fractured fragments were returned incomplete. Based on the provided x-rays it is reasonable to conclude that a disassociation event occurred between the liner and the cup. The femoral head appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [122132148/m0506j] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx48od would have contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [122132148/m0506j] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [122132148/m0506j] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that the dr. Performed a hip revision as the patient's liner broke, so he only changed the liner. The product was not returned to depuy synthes; however, photos were provided for review. See attachment (source file - liner roto). The photos revealed that the liner¿rim was fractured in multiple pieces, where the anti-rotation device (ard) tabs are located. The x-ray investigation showed a not centrical position on the femoral head regarding the inner surface of the cup. Therefore, a disassociation event between the poly liner and acetabular cup was able to be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [m0506j] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx48od would contribute to the complained device issue. Based on the investigation findings, a definitive conclusive potential cause could not be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [122132148,m0506j] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.